Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at a dose of 0.6756 mg/day via an implantable pump. It was reported that the patient reported on (B)(6) 2025 that they were having symptoms that they attributed to withdrawal, including nausea and vomiting. The frequency of the symptoms were inconsistent so they also thought maybe it was related to their crohn's disease. Nonetheless, the patient was seen by their physician in the office for a routine pump refill this year and had a catheter study done (the exact date was unknown) which was negative for cerebrospinal fluid (csf). The patient was scheduled for a catheter revision with a routine pump replacement due to elective replacement indicator (eri). It was stated that the patient had an indura catheter that was implanted almost 27 years ago. Actions/interventions taken included that the patient was taken to the operating room (or) today [on (B)(6) 2026] for a planned catheter revision with a routine pump replacement. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. Upon opening up the pump pocket, the physician noted a lot of thick, white fluid that he attributed to calcium buildup within the tissue. The fluid was noted within the catheter access port (cap), which could be related to the negative catheter aspiration. When attempting to remove the pump from the pocket, the physician noted that the catheter appeared to be ¿friable¿ and broke at the pump connector. The physician was concerned about the integrity of the catheter and opted not to revise it. He tied off the catheter and abandoned it within the pump pocket. He was given a new 8780 catheter kit, but upon reviewing imaging, he stated that he was unable to clearly identify any landmarks within the spine allowing him to safely access the intrathecal space and implant a new catheter, so the case was aborted. The pump pocket incision was irrigated and closed. The issue was resolved at the time of the report. The cause of the calcium build-up was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot#serial#: (B)(6), implanted: on (B)(6) 2009, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6), ubd: 03-jun-2001, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.